Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was contaminated and was used as a temporary pacing device connected to a newly implanted temporary pacing lead. Additional information received indicated that the patient had systemic infection of unknown origin. There were no additional adverse effects reported. The product remains in service.